Event description:
It was reported that during a band adjustment, the port could not be accessed. It had rotated and the clips retracted. Port revised and stitched. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.